Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. This supplemental emdr represents perfix plug (device #1). An additional emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019- patient was diagnosed with symptomatic inguinal hernia thereby underwent laparoscopic left inguinal herniorrhaphy with repair of both direct & indirect defects using two perfix plugs & patch (device #1 & #2). Per operative notes, ¿an incision was made in the left inguinal region. The hernia sac was dissected away. A perfix plug (device #1) was placed into the internal ring. There was also a direct defect for which a perfix plug & patch (device #2) was placed around the cord structures using sutures.¿ (B)(6) 2020- patient was diagnosed with recurrent left inguinal hernia thereby underwent repair. Per operative notes, ¿incision was made through the previous left inguinal incision. Dissection was carried through dense scar. Noted a small hernia defect noted along the cord structures. For this, a polypropylene mesh plug was able to be placed, and it was able to be secured.¿